Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during an unknown procedure the tip of the 4.5 healix advance awl bent and the cordcutter was prematurely cutting the suture. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received and evaluated. Visual observations revealed that the device had some marks of wear adhesive tape near the handle as usual on these types of reusable devices. The inner shaft was removed, no structural anomalies were found, however the edge of the cutter was found slightly dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole and it was difficult to cut the suture; it felt a resistance when actioned the trigger. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint cannot be confirmed. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the cordcutter device was prematurely cutting the suture. During in-house engineering evaluation, it was determined that the edge of the cutter was found slightly dull and the edge of the hub that covers the inner shaft was found dull as well. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.